Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle pfr kit, the dilator tube on the mesh leg assembly bunched up and would not go through the right sacrospinous ligament. After numerous attempts to pass the mesh leg through the ligament, the suture broke. Nothing detached inside the pt. The procedure was completed with another pinnacle device, with no complications to the pt, who is reportedly "fine" post-procedure.